Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device would not record his blood glucose reading, and sometimes the device would not deliver insulin and the device would not alarm. Customer's blood glucose was 450 mg/dl. Customer's blood glucose at time of call was 173 mg/dl. During troubleshooting, device passed the high pressure test. Customer was advised to monitor the device. Customer will not be returning the device for analysis.